Event description:
It was observed that during the device evaluation, the subject device exhibited debris under distal cover glass, minor stains under light guide cover glass, tiny scratches on video connector, distortion image and cable defect. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: debris under distal cover glass, minor stains under light guide cover glass, tiny scratches on video connector, distortion image and cable defect. Based on the results of the investigation, it is likely the following led to the malfunction: distortion image cause by cable defect. The most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.